Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 545 mg/dl, 583 mg/dl and over 600mg/dl. The customer was treated with pump. Customer declined to perform high blood glucose. The customer was advised if issues persist beyond recommendations, customer's health care professional may be able to recommend an ostomy nurse. The insulin pump will not be returned for analysis.